Event description:
Pt coded in the cath lab during procedure. She was transferred to the ccu comatose, intubated, with a pacemaker and iabp on dopamine and dobutamine. Five hrs later, iabp alarm indicated "leak in system" and small amount of blood noted in connecting tubing indicating possible balloon failure. Balloon cath available for replacement. Pt coded again. The pt did not survive the code.